Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set would not prime. This occurred while attempting to prime the device with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed a full insertion at the junction between the chamber, bushing, and tube. Functional testing was performed and the administered solution did not flow through the junction between the chamber, bushing, and tube. The reported condition was verified. The cause of the condition is due to inappropriate assembly. The tube was fully inserted. There is supposed to be a gap no more than 3mm between the tube and the chamber. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.